Manufacturer narrative:
(B)(4).

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 98 mm long x 47 mm in diameter saccular thoracic aortic aneurysm at zone 2. It was reported that the patient passed away due to an unknown cause. The investigator assessed the death relationship to the product as unknown and relationship to the procedure as unknown. The patient did not receive treatment. The physician commented: it is impossible to obtain further information for this case and it was reported that the cause of death is confirmed to be not related to rupture of the aortic aneurysm.